Event description:
Notified on (B)(6) 2010 by biomerieux that our vitek 2 susceptibility to piperacillin/tazobactam -tzp- for escherichia coli and klebsiella pneumoniae was not accurate. Escherichia coli isolates reported as sensitive may be resistant and klebsiella pneumoniae isolates that are resistant may be susceptible. In response to this, ptz results were immediately withheld for e coli and all resistant results for k pneumo to ptz were backed up with another method. Then, the microbiology lab and pharmacy pulled all of the inpatients treated with ptz for the period from (B)(6) 2010 -date biomerieux changed ptz formulation on the card- to (B)(6) 2010 that grew e. Coli or k pneumoniae. There were 19 pts with 2 being discharged on ptz. All pt results were reviewed, and it was determined that only 1 physician required notification by phone. A memo was then sent to all staff and physicians regarding the withholding of e. Coli and ptz results with a coded comment generated and attached to all e. Coli isolates and reported to the electronic medical record. The memo also included notification that the lab would check ptz resistant k pneumoniae isolates. Any provider that was using ptz prior results to base initializing therapy was notified by memorandum to send a new clinical specimen prior to prescribing. All providers were referred to the infectious diseases team or to call the lab for additional questions. Dose or amount: not applicable. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: isolate susceptibility testing. Biomerieux vitek 2 ast gn24 card with piperacillin/tazobactam, (B)(6) 2009 through present.